Event description:
"Caller alleged imprecision with inratio results from meter to meter, results as follows:" first meter 4.3 and 3.3 on another meter (both inratio meters). Per caller, pt has been on coumadin for years, her range is 3.0-3.5. Nurse took the 3.3 as her reading so no changes to medication were prescribed; nurse did not know her whole medical history; no recent hospital stay or drastic changes to medication that she is aware of. Customer called back on (B) (6) 2009 and reported while using strips (B) (4) she got a 3.9 on one meter and a 1.4 on the other; same pt with a few minutes. For another pt, it was 5.3 on one meter and a 2.9 on the other.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user lot 214487: date: (B) (6) 2009, 1st inr = 4.3; 2nd inr = 3.3. Inratio meter, mean: 3.80, sd: 0.71, %cv: 18.61. Since 18.61%cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Investigation on updated pt info: pt 1, date: 10-7-09, 1st inr = 3.9; 2nd inr = 1.4. Inratio meter, mean: 2.65, sd: 1.77, %cv: 66.71. Since 66.71 %cv is more than 20%, the precision test failed the criteria for precision. Pt 2, date: 10-7-09, 1st inr = 5.3; 2nd inr = 2.9. Inratio meter, mean: 4.10, sd: 1.70, %cv: 41.39. Since 41.39 %cv is more than 20%, the precision test failed the criteria for precision. Meter functional test was performed on returned meter. Sample indicator (led) test failed. Failure of sample indicator is likely a meter functional tester issue for such issue was not found in lab tests. Further action is not required at this time. There is not sufficient info to determine the root cause of end-user's discrepancy. Trending and tracking will be performed in review for strip lot# 214487. (Total number of discrepant complaint, including this event, is 3.) No corrective action is required at this time as no product discrepancies were established.